Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed / not confirmed. Device history record review revealed nothing relevant to this event. The original tubing sets involved in the complaint were not returned for evaluation. The returned pump was functioned tested as per arthrex standard inspection procedure and tested with u.s. Distributed tubing sets (ar-6410 and ar-6430) at varying pressures as per procedure. Then the outflow tubing was clamped off and as expected per the operation manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. The pump met all inspection criteria. The complaint was not confirmed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a pulmonary edema during the surgery. The performed surgery was a shoulder arthroscopy. The surgery was completed successfully with the same device. Follow-up investigation: 40 minutes after starting the surgery the edema was discovered. The pump setting was on 45. There was no alarm or error message. The clamp test was performed in advance. Tubings ar-6415 / lot d7004 and ar-6430 / lot 101232 were used but discarded by the facility after surgery. The patient had to stay 11 hours in the ICU because of the edema. Mechanical ventilation was maintained, 40 mg of furosemide was administered and the bladder catheter was established to remove the edema/fluid.